Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector broke off when disconnecting the line during use. The following information was provided by the initial reporter: "unfortunately, we had another incident with the bd trifurcate extension set. On may 2 in the morning, a nurse at 3f pediatrics xxxxx removed and capped the bd mz9266 product for a cap change/lab draw, but about disconnecting the line, the connector broken off."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector broke off when disconnecting the line during use. The following information was provided by the initial reporter: "unfortunately, we had another incident with the bd trifurcate extension set. On may 2 in the morning, a nurse at 3f pediatrics xxxxx removed and capped the bd mz9266 product for a cap change/lab draw, but about disconnecting the line, the connector broken off."